Manufacturer narrative:
Analysis was performed by philips onsite which included checking the device settings and testing of each measurement parameter. The results of the analysis were that the device gave wrong readings and the pca parameter board was defective and needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective parameter board. The issue was resolved by replacing the defective part and the device was confirmed to operating to its specification. The device remains at the customer site. D4: the manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required. E1: (B)(6).

Event description:
It was reported the device spo2 measurement is inaccurate. The device was not in clinical use. There was no report of patient or user harm.